Event description:
It was reported that the iui connectors on the pc units were observed with "light corrosion, contaminate to the iui connector pins and some damage to the iui connector ribs." The issues were observed by bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a.

Event description:
It was reported that the iui connectors on the pc units were observed with "light corrosion, contaminate to the iui connector pins and some damage to the iui connector ribs." The issues were observed by bd representative during site visit. There was no patient involvement.